Event description:
A medtronic representative reported that during a spinal fusion procedure a spine clamp instrument broke. No further details regarding the damage, or how it occurred, were provided. The procedure continued with another clamp instrument. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient weight not available from the site. Replacement device shipped to site on 13-feb-2015 for issue resolution. Medtronic investigation of returned suspect clamp finds that the laser weld on the captive washer did not hold to the adjustment screw. As a result, the clamp cannot be adjusted. The reported event was confirmed to be caused by a mechanical failure mode. Engineering evaluation was conducted and determined the user over torqued the screw when backing it out and the over torque caused the captive washer laser weld to break. The device stops when fully retracted and excessive force was applied to break weld.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.